Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(6) 2012 to relay report received on the same day from the home patient's (hp) peritoneal dialysis nurse (pdn) for one (1) integrated apd set with cassette 3 prong, lot number h11j19023, in which particulate matter that looks like "a bug" was detected "in one of the lines" on an unknown date. No patient involvement, injury or adverse event is reported. The hcsr relayed that the pdn looked at the set which the hp brought to the dialysis unit. Hcsr stated that the pdn instructed her that the hp should be contacted regarding the available sample. On (B)(6) 2012, product surveillance contacted the registered nurse (rn) regarding the reported event. The rn stated that the sample is still available and they would be willing to send it in. There was not patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The lab received one unused set in opened original pouch in reference to particulate matter. The set was visually inspected and noted embedded particulate matter (pm) inside the tubing. The pm was approximately 1/8? And was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. The complaint was confirmed in the lab for embedded pm.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The cause was undetermined.